Event description:
The presto flash spirometer may include a 930c or 940c deskject printer which can be ordered from spacelabs burdick as an option to the system. Longwell electronics and hewlett-packard is recalling ac power cords shipped with certain inkjet printers mfg by hewlett-packard. The plug that connects the power cord to the printer may crack, exposing live electrical contacts and presenting a hazard for electric shock or electrocution. The recall is isolated to longwell "ls7c" gray two pring power cords. The cords were shipped with certain hp deskjet and photosmart printers in the u.s. And canada from april 2001 through 2002. Printers that may be affected are the hp deskjet 800 series and 900 series, hp photosmart 1000 series, 1100 series, 1200 series and 1300 series. Hp's engineers discovered this potential defect during routine returns to their company's repair center. Hp has not received any complaints from customers that have experienced this issue. There have been no reports of injury. Longwell electronics and hewlett-packard's web site provides instructions to identify the suspect power cord and a phone number for ordering a replacement power cord.